Event description:
It was reported by a philips field service engineer (fse) that a customers display was not producing any audio. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.